Event description:
It was reported that during preventive maintenance by customer cardiosave intra aortic balloon pump(iabp), screen was cracked. Thre was no patient involved.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h6, h11. Corrected fields: d4 (UDI).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d4 (UDI).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: d5, e2, e3, e1 initial reporter, event site email, g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the display top cover (d004-00-0457). The unit passed all functional and safety tests and was returned to customer. Mb 03-jul-2025

Event description:
N/a.